Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic due to loss of capture issue. A chest x-ray was performed and the lv lead was observed to be dislodged due to twiddler's syndrome. The lead will be repositioned. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
Additional information received indicated that the left ventricular lead was capped and replaced on (B)(6) 2016.